Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, a company rep reported the pt was having an issue with air bubbles in the insulin cartridge of his infusion device. On follow up with the pt, he stated air bubbles appear in his cartridge at the time of filling and a day or so later. He stated he usually uses room temperature insulin, although "once in a while, it is cold." He lubricates the cartridge, pulls the plunger back to fill the cartridge with air, transfers the air into the insulin vial and then fills the cartridge and adjusts the piston rod. The pt was advised to prime out any air bubbles and to prime with his infusion device upright. The pt was not currently experiencing air bubbles. A request for additional training was submitted. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.